Event description:
A surgeon reported that four months after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. The shunt remains implanted. Additional info was requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. The shunt remains implanted. There have been two other similar complaints reported in the lot number. Additional info was requested. (B)(4).